Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their inner edges of their last teeth lower and upper right are touching before any other surface, preventing their bite from actually lining up correctly. They were perfect before aligner #6. This is a contraindicated patient.